Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 129.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Resistance was instantly encountered while attempting to advance the kinked pusher assembly through its introducer sheath and the ruby coil could not be advanced any further. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked. This kink was likely a result of attempting to advance the device against the reported resistance. This damage was not mentioned in the complaint description. During functional testing, the ruby coil was unable to be advanced through its sheath. The introducer sheath was stuck between the friction lock and the kink. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a ruby coil on the back table for a coil embolization procedure, the ruby coil would not advance out of its introducer sheath; therefore, it was not used in the procedure. The procedure was completed using another ruby coil and a lantern delivery microcatheter (lantern).